Manufacturer narrative:
(B)(4). The device was received for evaluation with approximately 50 ml of fluid still in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and noted excess drug precipitate in the solution of the bladder. Additionally, the drug solution appeared to be very viscous. When the luer cap was removed from the distal luer for observation of flow, very slow drips of drug fluid were observed coming out of the distal luer. The drug fluid drips very slowly for approximately 8 minutes then completely stopped dripping. After eight minutes of dripping, only 5ml of drug fluid came out of the distal luer. The reported condition was verified. The assignable cause was determined to be excess drug precipitate/viscosity. Therefore, the device met specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small volume intermate did not flow after being connected for two hours. The device was filled with 4500 mg of piperacillin and tazobactam in 50 ml of sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.